Event description:
Arjohuntleigh received a complaint where it was indicated that after a bath on the miranti bath trolley the device tipped with the client on it. Per the incident description the client was sitting on the leg section of the miranti stretcher with his legs over side being dried, his toes were just touching the floor, when suddenly the client became excited and bounced on the stretcher causing the device losing its balance.

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. When reviewing similar reportable events, we have found 8 cases (including the one investigated here) with similar fault description (miranti tipping). The trend observed for reportable complaints for events with this failure is currently considered to be slowly increasing, but still very low when compared to the base installed of devices in the market. Arjohuntleigh has manufactured about (B)(4) miranti bath trolleys since start of the production in 1999, with the amount of sold devices the ratio (B)(4) of the complaints with this failure mode is also considered to below. It has been established that the bath trolley (miranti) was being used for patient handling at the time of the event. The device was put through a function test by the arjohuntleight representative that visited the site. The device was in full working order. From this it appears the device was up to specification at the time of the event, it was used for pt care and during and in doing so contributed to the event. It was stated that after a bath the client was sitting at the foot end of the stretcher. This statement in itself shows incorrect use of the miranti was performed. The miranti is not designed for the purpose of being sat upon of being sat upon. The instruction for use (IFU) clearly states how to transfer a resident to and from the product. The actions are always to be carried out with a resident in the reclined position. The miranti has a height adjustable back/leg rest to allow for inclination but does not feature any parts or functions to cater for a seated position. As stated under the intended use in the supplied IFU. Bedridden residents can and should be transferred with the miranti lift bath trolley from bed to the bath and back to bed. Additionally it is possible that when the handling procedure is not followed and the person on the stretcher is not laying (horizontal, as intended) but sitting, furthermore not on the middle but on one of the two ends of the stretcher, the weight of the person can cause the device to lose its balance and tip. To avoid possibility of the device tipping the caregiver should ensure that the resident is correctly position on the stretcher. Correct position for the resident to sit is the middle of the stretcher. The IFU clearly states about importance of this pt correct positioning. Therefore - as stated by the customer facility also - there appears to have been no technical deficiency with the device and that a number of user errors caused the event, the most relevant user error being a failure of correct position the pt on the stretcher. From this we concluded that this incident was closed as a result of not following the handling procedures described in IFU, incorrect pt positioning on the device and not paying attention of the pt if remains in correct position. As a result of the findings the technician would suggested some extra training to the carers. (B)(4).